Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the initial report the cause of the alarm was the patient line extension set was not connected prior to priming. Product surveillance (ps) spoke with the hp's nurse, who said she had not been notified of the incident and none of the other nurses remembered being notified of the alarm. The writer explained the cause, and the nurse said they would review proper procedures the next time the hp came in. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc), during use during the initial drain. The baxter technical service representative (tsr) assisted the home patient (hp) to cycle the power on the hc, and the hc alarmed se 2367. The tsr assisted the hp to cycle the power again, and the alarms cleared. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.